Event description:
The patient was implanted with a left ventricular assist device (lvad). The circulatory support specialist reported that the patient received a heart transplant due to a heart becoming available. A(B)(4) report submitted to the manufacturer indicated that upon transplant, the surgeon noted the outflow graft bend relief was disconnected.

Manufacturer narrative:
The attached user facility report #(B)(4) was received from (B)(4). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.